Event description:
It was reported that after a da vinci-assisted pyeloplasty surgical procedure, the maryland bipolar forceps instrument was found to have a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken.

Manufacturer narrative:
The probable cause of the thermal damage was primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect.

Event description:
Refer to h11 for follow-up information.